Event description:
It was reported while using bd pca set y conn check vlv 90 inch there were cracks that caused leakage. There was no report of patient impact. The following information was provided by the initial reporter: customer reports there is a crack in valve connection, which has caused leakage. Awareness date: 07/19/23.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pca set y conn check vlv 90 inch there were cracks that caused leakage. There was no report of patient impact. The following information was provided by the initial reporter: customer reports there is a crack in valve connection, which has caused leakage. Awareness date: 07/19/23.